Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that a patient was undergoing an unknown procedure with a mentor artoura breast tissue expander 475cc tissue expander when it was noticed that the needle inside the box was not the correct 21 gauge butterfly. The needle inside that box was an 18 gauge with a guide-wire. The correct needle was obtained from the box of a different tissue expander (mentor cpx 4 breast tissue expander with suture tabs tissue expander, catalog #3549213, serial #(B)(4)) and the artoura breast tissue expander 475cc tissue expander was placed in the patient. There was no consequence to the patient.

Manufacturer narrative:
On 08/29/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Correction: in the initial report, device code 2975 ¿manufacturing, packaging, or shipping problem¿ was used. The proper code for this event is 2306 ¿component missing¿. Manufacturer¿s reference number: (B)(4).